Event description:
It was reported the ultrasonic shock pulse presented the device stops during the crushing of stones in the kidney. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following malfunctions were identified during the device evaluation: damaged/pushed pins inside transducer socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.